Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were not returned for further evaluation. The assignable cause of the haze/mist/vapor and odor/smells issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
Manufacturing date: 11/24/2004. A field service engineer (fse) was dispatched to customer site. "Smoke" (haze/mist/vapor) and odor/smell was confirmed. The catalytic decomp filter and oil mist filter were replaced. The new oil mist filter was defective and the unit was not returned to service. The fse returned to the customer site one week later and completed the repair with a new oil mist filter. The unit met specifications and was returned to service.

Event description:
An international customer reported an event of "smoke from machine" (haze/mist/vapor) and odor emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.